Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the inner insulation of the lead was ex trinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged and was found sensing of the atrium and ventricle. The lead also had no capture. A reposition attempt was made, but the lead was damaged during excision from the pocket. The ra lead was explanted and was replaced with a new lead. It was also reported that the right ventricular (rv) lead was also damaged during excision from the pocket in an attempt to reposition the atrial lead. The rv lead was also explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.